Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the physician was unable to obtain acceptable thresholds and sensing function on the right ventricular (rv) lead. The physician then attempted to use a passive fixation lead and perforated the myocardium, which resulted in tamponade and required pericardiocentesis. The lead was removed and replaced. No further patient complications were reported.